Event description:
The three-piece endovascular graft was implanted in the pt in 2004. No complications were encountered and the placement of all components looked good. No visible signs of an endoleak noted during the final angiogram. The pt returned for a follow-up exam during which time the physician noted evidence of a proximal type I endoleak. Two months later, another MFR's stent was placed at the proximal portion of the main body graft in order to secure a better seal at the site. Final angiogram noted a resolve of the endoleak.